Event description:
It was reported that during use in an ankle arthroscopy, the tip of the awl broke off and was retrieved from the patient's joint. No additional treatment was needed.

Manufacturer narrative:
Investigation results: to date, the device has not been returned to the manufacturer for evaluation. A follow-up report will be sent once an evaluation has been completed.